Manufacturer narrative:
Abnormal epithelial-lined communication between two anatomical structures. (Aortoesophageal fistula with rapid enlargement of false lumen was reported). A severe injury, illness or impairment which requires hospitalization or medical intervention. An adverse event (e.g. Patient harm) appears to have occurred, but there does not appear to have been a problem with the device or the way it was used. No serial number is available for device, so no product history could be performed. Also, device remains implanted, therefore no return and no product evaluation could be performed. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. No investigation can be performed (no serial number available and no return), therefore no results will be obtained. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
Hold for jg 6.8on (B)(6) 2016, this patient underwent endovascular treatment for acute aortic dissection. 2 conformable gore® tag®thoracic endoprosthesis were implanted and non gore stent(zenith dissection endovascular stent)was implanted distally with overlapped with distal ctag. On (B)(6) 2020, fever was observed. CT confirmed aortoesophageal fistula with rapid enlargement of false lumen. On (B)(6) 2020, surgical procedure was performed. The thoracic false lumen was opened and cleaned and successfully filled with intercostal muscle.